Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received stating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014. The explanting facility discarded the explanted devices; therefore, no analysis can be performed.

Event description:
Programming history for the generator m103 sn (B)(4) was reviewed where there was data from the date of generator implant ((B)(6) 2012) through (B)(6) 2014. A system diagnostic test performed on the date of implant show normal results (impedance 2666ohms). Diagnostic testing done on (B)(6) 2014 revealed high impedance (impedance >10,000 ohms).

Event description:
It was reported that the patient was scheduled for lead replacement due to high impedance. It was reported that the device would be programmed off. It was reported that the high impedance was first observed on (B)(6) 2014. It was reported that the generator was programmed off. There was no patient manipulation or trauma that occurred that is believed to have caused or contributed to the high impedance. X-rays were sent to manufacturer for review. Review of x-rays did not identify any obvious discontinuities with the vns system. The presence of a micro-fracture in the lead could not be ruled out.

Manufacturer narrative:
Analysis of programming history.